Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they're having issues charging their implant and the paddle was getting warmer as charging takes longer. Patient (pt) added charging hours had been from 2-3 hours. When asked about event date, pt was prob the last 2-3 charges they had, they charge a week or a little bit shorter than a week. Pt added they're kind of tired of the issue that they need to recharge their unit in between times and they never had to do that. Manufacturing representative had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, battery pack, controller port, and recharging cord. Manufacturing representative had pt attempted to charge the implant and got connected after multiple attempts but the screen did not show the recharging quality; during multiple attempts pt commented the paddle was getting warm. Pt provided 40% for the implant and controller was at 70%. Steps taken during the call did not resolve the issue. Manufacturing representative sent request to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6), product type recharger was returned and the analysis shows that got hot after running it at relay box record the two values the number high (100) the number low (100) passed all bench tests no visual anomalies were observed poor recharge quality m medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.